Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is (B)(4).

Event description:
An optometrist reported a patient with pellucid marginal dystrophy in a patient's left eye post lasik. Abnormal topographies were noted at the patient's enhancement evaluation. The patient complains of blurry vision. Irregular astigmatism was noted. The patient will be referred for a contact lenses fitting.